Event description:
Later, a response was received from the office of the managing physician. It was determined that the increase in seizures occurred due to a completely depleted battery and only occurred while the battery was depleted. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova. Employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was seen by the physician with the vns battery level at 0% and that the patient is experiencing increased seizure activity. Later the device was replaced and the implant card was marked; prophylactic replacement; indicating that the generator might have not been at an end of service = yes condition. The explanted device has not been received by the manufacturer to date. No other relevant information has been received to date.